Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the blood backflowed from the bd venflon¿ pro safety shielded IV catheter injection port while medication was being injected. The following information was provided by the initial reporter: "failure of bd pro safety cannula 14g for pt undergoing total intravenous anaesthesia for lung resection. Drugs being injected directly via injection port. Cannula started to bleed back from injection port and contaminated operating table, cables and floor. Pt had a small cannula sited already therefore total intravenous anaesthesia immediately switched to other cannula. No harm to patient."

Event description:
It was reported that the blood backflowed from the bd venflon¿ pro safety shielded IV catheter injection port while medication was being injected. The following information was provided by the initial reporter: "failure of bd pro safety cannula 14g for pt undergoing total intravenous anaesthesia for lung resection. Drugs being injected directly via injection port. Cannula started to bleed back from injection port and contaminated operating table, cables and floor. Pt had a small cannula sited already therefore total intravenous anaesthesia immediately switched to other cannula. No harm to patient.".

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 has been initiated.